Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. A x-ray revealed that the atrial lead dislodged. No intervention was reported. The patient was in stable condition.